Manufacturer narrative:
Remains implanted.

Event description:
It was reported the 3.5 x 24 mm screw implanted in t2 broke post-operatively. The device remains implanted. No adverse consequences to the patient have been reported with this event and revision surgery is not planned at this time.

Manufacturer narrative:
Visual, dimensional, functional inspection, and material analysis could not be performed as the device remains implanted in patient. Complaint history records were not reviewed as a valid lot number was not provided and could not be obtained. Manufacturing history records were not reviewed as a valid lot number was not provided and could not be obtained. It was confirmed via images provided that the thread of the screw fractured post-operatively. It is unknown if patient had a fall, or if the patient fused. No information on patient's pathology provided. It was reported that a revision surgery will be performed only if fusion is not achieved. The probable root cause of fracture could not be determined from the information provided. However if patient did not fuse (surgery was performed about a year ago) this may have contributed to fracture. Per the IFU statement: "the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone."

Event description:
It was reported the 3.5 x 24 mm screw implanted in t2 broke post-operatively. The device remains implanted. No adverse consequences to the patient have been reported with this event and revision surgery is not planned at this time.